Event description:
A customer reported that the quick bolus/wake button on their pump was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on how to press the button correctly and assisted in removing the pump case to see if that resolved the issue, but the problem persisted. Consequently, technical support arranged for the pump to be replaced and confirmed the shipping details for the replacement. In the meantime, the customer planned to use multiple daily injections (mdi) as an alternative insulin therapy.